Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a hematoma in their pocket, so a revision was performed and the hematoma evacuated. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: date of event b3.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a hematoma in their pocket, so a revision was performed and the hematoma evacuated. This device reamins in service. No additional adverse patient effects were reported.